Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination has confirmed that the tubing has come away from the stopcock. It is not clear how this happened as glue traces were noted to be on the tubing and on the connector. The current quality inspection for these assemblies is established at 100% for testing of leaks and blockages. A review of the history device records confirmed the eds iii conformed to the specifications when released to stock. Based on the results of this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that it was noticed that leakage occurred on the side connecting the two way stop cock. Three devices, two with the same lot number and one with a different lot were involved with the same patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.